Event description:
According to the distributor's report, a pt was treated for a meningioma in 2000. The device was used as a dural repair patch. Five days later, the pt developed a fever with a hypophlogosis infection. The wound was drained, and no other treatments are reported. F/u determined that the pt has occasional purulent exudate at the time of this filing.